Event description:
It was reported that a patient underwent a coronary artery bypass graph procedure on (B) (6) 2010. During the procedure, the needle broke at the swage point. There were no adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods released criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00225. The same patient is represented in each medwatch.